Event description:
Nim endotracheal tube inserted into patient for intubation, connected electrodes to nim monitor. An electrode check was run and some electrodes were found not turning green. The machine was replaced and the same thing happened. The electrodes were kept in place for a couple seconds and it was found that electrodes were changing from green to red, which is not supposed to happen. Or recently substituted the normal nim et tubes for medtronic brand. It may be a bad batch.